Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was unable to expel the air out of the cartridge. Reportedly, the customer continued to use the cartridge for insulin deliveries. Customer's blood glucose level was 300 mg/dl.